Event description:
Updated clinical narrative: (additional information received from the field representative). Information received from the field representative confirming that there was no mitral regurgitation was noted due to the device being against the mitral apparatus.

Manufacturer narrative:
B5 updated with additional information.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 76-year-old male patient undergoing protected percutaneous coronary intervention. No additional patient history or comorbidities were reported. During support, a positioning issue was reported in which the pigtail became entrapped within the papillary muscle and was noted to be against the mitral apparatus. Imaging was utilized to assess pump position, and device repositioning was attempted; however, repositioning did not resolve the positioning issue. No anatomical abnormalities were reported. Due to the inability to free the pigtail from the papillary muscle, the decision was made to wean the patient from impella support and remove the device. The impella cp device was successfully weaned and explanted. The patient survived to explant with no additional adverse events reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.